Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced burning sensation at the implant site during an MRI. The system was placed in MRI mode and scan was performed within approved requirements. As a result the MRI procedure was stopped. Patient is stable post MRI.